Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the suspicion of one of the coils being possibly displaced or a broken coil which they described as a broken iud had to be confirmed as well.'), genital haemorrhage ('abnormal bleeding (general)'), ectopic pregnancy ('ectopic pregnancy') and transfusion ('blood transfusion') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopy, novasure endometrial ablation" and device ineffective "device ineffective". The patient's medical history included endometrial ablation, heavy periods, anemia, hiv positive, coronary bypass, epidural injection, endoscopy, colonoscopy, allergic reaction to analgesics, melatonin deficiency, polypectomy, haemorrhagic cyst, endometriosis, pelvic adhesions, pelvic adhesions, anemia and metrorrhagia. On unknown date: essure confirmation test: unknown: test showed that no fluid could get through. It was successful and that I could not get pregnant. Previously administered products included for an unreported indication: lipitor, clonazepan, prilosec, baby aspirin, plavix, tizanidine, gabapentin, klonopin, norco, plavix, lipitor, asa, zanaflex, neurontin and toprol. Concurrent conditions included painful periods, pelvic pain, metaplasia and bruising. Concomitant products included clonazepam (klonopin), clopidogrel bisulfate (plavix), gabapentin (neurontin), metoprolol succinate (toprol), omeprazole (proton) and rosuvastatin calcium (crestor). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), neuropathy peripheral ("neurological conditions or problems:neuropathy"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd") and endometriosis ("endometriosis"), was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and underwent transfusion (seriousness criterion medically significant). The patient was treated with blood transfusion, auxiliary products, surgery (left salpingoophorectomy,diagnostic hysteroscopy and total hysterectomy (uterus and cervix removed) and d & c) and blood transfusion. Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, ectopic pregnancy, transfusion, female sexual dysfunction, neuropathy peripheral and gastrooesophageal reflux disease outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and endometriosis had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device breakage, ectopic pregnancy, endometriosis, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, neuropathy peripheral, transfusion and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2012 (hysteroscopy). Diagnostic results (normal ranges are provided in parenthesis if available): endocervical curettage - on (B)(6) 2013: endocervical tissue and mucoid material. Negative for dysplasia or hpv changes. Hysterosalpingogram - on an unknown date: result: (unspecified). Uterine dilation and curettage - on (B)(6) 2013: scanty non-secretory endometrial tissue. Fragments of end cervical tissue with metaplasia. Negative for hyperplasia or malignancy in tissue submitted. Concerning the injuries reported in this case, the following were confirmed in patient¿s medical records: menorrhagia, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: event: 'the suspicion of one of the coils being possibly displaced or a broken coil which they described as a broken iud had to be confirmed as well' and 'endometrial ablation performed concomitantly with the essure micro-insert implantation nos' were added. Medical history, patient aka name, patient demographic were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)'), ectopic pregnancy ('ectopic pregnancy') and transfusion ('blood transfusion') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included endometrial ablation. On unknown date: essure confirmation test: unknown: test showed that no fluid could get through. It was successful and that I could not get pregnant. Concurrent conditions included painful periods, pelvic pain, metaplasia and bruising. Concomitant products included clonazepam (klonopin), clopidogrel bisulfate (plavix), gabapentin (neurontin), metoprolol succinate (toprol), omeprazole (proton) and rosuvastatin calcium (crestor). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)". On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), neuropathy peripheral ("neurological conditions or problems:neuropathy"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd") and endometriosis ("endometriosis"), was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and underwent transfusion (seriousness criterion medically significant). The patient was treated with blood transfusion, auxiliary products, surgery (total hysterectomy (uterus and cervix removed) and d & c) and blood transfusion. Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia and endometriosis had resolved and the ectopic pregnancy, transfusion, female sexual dysfunction, neuropathy peripheral and gastrooesophageal reflux disease outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy, endometriosis, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, neuropathy peripheral, transfusion and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): endocervical curettage - on (B)(6) 2013: endocervical tissue and mucoid material. Negative for dysplasia or hpv changes. Hysterosalpingogram - on an unknown date: result: (unspecified). Uterine dilation and curettage - on (B)(6) 2013: scanty non-secretory endometrial tissue. Fragments of end cervical tissue with metaplasia. Negative for hyperplasia or malignancy in tissue submitted. Concerning the injuries reported in this case, the following were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general'), ectopic pregnancy ('ectopic pregnancy') and transfusion ('blood transfusion') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included endometrial ablation. On unknown date: essure confirmation test: unknown: test showed that no fluid could get through. It was successful and that I could not get pregnant. Concurrent conditions included painful periods, pelvic pain, metaplasia and bruising. Concomitant products included clonazepam (klonopin), clopidogrel bisulfate (plavix), gabapentin (neurontin), metoprolol succinate (toprol), omeprazole (proton) and rosuvastatin calcium (crestor). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia inability to have sexual intercourse"), neuropathy peripheral ("neurological conditions or problems:neuropathy"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd") and endometriosis ("endometriosis"), was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and underwent transfusion (seriousness criterion medically significant). The patient was treated with blood transfusion, auxiliary products, surgery (total hysterectomy (uterus and cervix removed) and d & c) and blood transfusion. Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia and endometriosis had resolved and the ectopic pregnancy, transfusion, female sexual dysfunction, neuropathy peripheral and gastrooesophageal reflux disease outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy, endometriosis, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, neuropathy peripheral, transfusion and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): endocervical curettage on (B)(6) 2013: endocervical tissue and mucoid material. Negative for dysplasia or hpv changes. Hysterosalpingogram on an unknown date: result: (unspecified). Uterine dilation and curettage on (B)(6) 2013: scanty non-secretory endometrial tissue. Fragments of end cervical tissue with metaplasia. Negative for hyperplasia or malignancy in tissue submitted. Concerning the injuries reported in this case, the following were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: plaintiff fact sheet received. Reporter added. Essure removal date added. Added events- ectopic pregnancy and blood transfusion. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') and neuropathy peripheral ('neurological conditions or problems:neuropathy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation. On unknown date: essure confirmation test: unknown: test showed that no fluid could get through. It was successful and that I could not get pregnant. Concurrent conditions included painful periods, pelvic pain, metaplasia and bruising. Concomitant products included clonazepam (klonopin), clopidogrel bisulfate (plavix), gabapentin (neurontin), metoprolol succinate (toprol), omeprazole (proton) and rosuvastatin calcium (crestor). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), neuropathy peripheral (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). The patient was treated with blood transfusion, auxiliary products and surgery (total hysterectomy (uterus and cervix removed) and d & c). Essure was removed. At the time of the report, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the neuropathy peripheral, female sexual dysfunction and gastrooesophageal reflux disease outcome was unknown. The reporter considered female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, neuropathy peripheral and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): endocervical curettage - on (B)(6) 2013: endocervical tissue and mucoid material. Negative for dysplasia or hpv changes. Uterine dilation and curettage - on (B)(6) 2013: scanty non-secretory endometrial tissue. Fragments of end cervical tissue with metaplasia. Negative for hyperplasia or malignancy in tissue submitted. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Date of implant was updated. This case become incident. Event injury was updated to abnormal bleeding (general). Following events were added: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), neuropathy and gerd. Reporter information, medical history, lab data,treatment and concomitant drugs were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation. On unknown date: essure confirmation test: unknown: test showed that no fluid could get through. It was successful and that I could not get pregnant. Concurrent conditions included painful periods, pelvic pain, metaplasia and bruising. Concomitant products included clonazepam (klonopin), clopidogrel bisulfate (plavix), gabapentin (neurontin), metoprolol succinate (toprol), omeprazole (proton) and rosuvastatin calcium (crestor). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), neuropathy peripheral ("neurological conditions or problems:neuropathy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd") and endometriosis ("endometriosis"). The patient was treated with blood transfusion, auxiliary products, surgery (total hysterectomy (uterus and cervix removed) and d & c) and blood transfusion. Essure was removed. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia and endometriosis had resolved and the neuropathy peripheral, female sexual dysfunction and gastrooesophageal reflux disease outcome was unknown. The reporter considered endometriosis, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, neuropathy peripheral and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): endocervical curettage - on (B)(6) 2013: endocervical tissue and mucoid material. Negative for dysplasia or hpv changes. Hysterosalpingogram - on an unknown date: result: (unspecified). Uterine dilation and curettage - on (B)(6) 2013: scanty non-secretory endometrial tissue. Fragments of end cervical tissue with metaplasia. Negative for hyperplasia or malignancy in tissue submitted. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: pfs and mr received: reporter information and new event endometriosis added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the suspicion of one of the coils being possibly displaced or a broken coil which they described as a broken iud had to be confirmed as well.'), genital haemorrhage ('abnormal bleeding (general)'), ectopic pregnancy ('ectopic pregnancy') and transfusion ('blood transfusion') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopy, novasure endometrial ablation" and device ineffective "device ineffective". The patient's medical history included endometrial ablation, heavy periods, anemia, hiv positive, coronary bypass, epidural injection, endoscopy, colonoscopy, allergic reaction to analgesics, melatonin deficiency, polypectomy, haemorrhagic cyst, endometriosis, pelvic adhesions, pelvic adhesions, anemia and metrorrhagia. On unknown date: essure confirmation test: unknown: test showed that no fluid could get through. It was successful and that I could not get pregnant. Previously administered products included for an unreported indication: lipitor, clonazepan, prilosec, baby aspirin, plavix, tizanidine, gabapentin, klonopin, norco, plavix, lipitor, asa, zanaflex, neurontin and toprol. Concurrent conditions included painful periods, pelvic pain, metaplasia and bruising. Concomitant products included clonazepam (klonopin), clopidogrel bisulfate (plavix), gabapentin (neurontin), metoprolol succinate (toprol), omeprazole (proton) and rosuvastatin calcium (crestor). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), neuropathy peripheral ("neurological conditions or problems:neuropathy"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd") and endometriosis ("endometriosis"), was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and underwent transfusion (seriousness criterion medically significant). The patient was treated with blood transfusion, auxiliary products, surgery (left salpingoophorectomy,diagnostic hysteroscopy and total hysterectomy (uterus and cervix removed) and d & c) and blood transfusion. Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, ectopic pregnancy, transfusion, female sexual dysfunction, neuropathy peripheral and gastrooesophageal reflux disease outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and endometriosis had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device breakage, ectopic pregnancy, endometriosis, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, neuropathy peripheral, transfusion and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2012 (hysteroscopy). Diagnostic results (normal ranges are provided in parenthesis if available): endocervical curettage - on (B)(6) 2013: endocervical tissue and mucoid material. Negative for dysplasia or hpv changes. Hysterosalpingogram - on an unknown date: result: (unspecified). Uterine dilation and curettage - on (B)(6) .2013: scanty non-secretory endometrial tissue. Fragments of end cervical tissue with metaplasia. Negative for hyperplasia or malignancy in tissue submitted. Concerning the injuries reported in this case, the following were confirmed in patient¿s medical records: menorrhagia, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-feb-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.